Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en y. According to the reporter: first device would not open. Second device wouldn't toggle. They took another one off the shelf to continue. No patient injury reported. No unanticipated bleeding. No extension of surgical time over 30 minutes. Caller had no additional information.

Manufacturer narrative:
(B)(4).